Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation, there was no irregularity on the subject device. After that, the subject device was returned to the user facility. It was reported that additional microbiological testing by the user facility, no microbe was detected from samples taken from the subject device. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, enterococcus faecalis (5cfu) and staphylococcus haemolyticus (1cfu) were detected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.